Event description:
The user facility reported that there was an air leak while using a tr band. The user facility provided the following information: 20-30 minutes after the tr band was placed for hemostasis, bleeding was noticed at the puncture site and the tr band had "lost air;" the device was changed out with a new one; and reportedly, there was no harm to the patient.

Manufacturer narrative:
The involved device was returned and evaluated. Visual inspection upon receipt found that the compression balloons were in the state of being inflated. A second visual inspection, after rinsing, confirmed that the actual device did not have any anomalies, such as a break, in the appearance conditions. Testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that the cause of the reported event was related to a device defect based on the results of the returned sample evaluation. The inspection results confirmed that the actual sample was the normal product with no leak. The labeling does address the potential for such an event in the instructions-for-use with statements such as "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).